Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy procedure, a wire snapped at the wrist of the tenaculum forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.